Event description:
Device complication: none. Time of complication: during hospitalization. Symptoms: unresponsive, stopped moving left side. It was reported that during hospitalization, the pt experienced hyperfusion syndrome with catastrophic intracerebral and subarachnoid hemorrhage. The patient's neurological examination was consistent with transtentorial herniation on the right. The patient was profoundly comatose. The condition worsened and the patient expired in 2006.